Event description:
Patient's parent reported that they were seen at their dentist and they were informed that the treatment has left an open bite. The patient is finishing last upper aligner treatment and will need additional treatment. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.